Event description:
Additional info received via email. Date of event, patient involvement, and adverse effects are all unknown.

Manufacturer narrative:
Other, other text: one device was received. Per visual inspection, light emitting diodes (led)s were broken and water tank cover was leaking. Per functional testing, water was leaking from the bottom of the water tank and all the leds light from the printed circuit board (pcb) were broken. The complaint was confirmed. The root cause was broken pcb board led caps from improper alignment of cover during installation and worn gasket. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, reservoir gasket and o-rings. Performed calibration. The device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had led problems and device leaked fluid. No adverse effects reported.